Event description:
It was reported that, "the pt underwent right hip replacement surgery in 2004." It was further reported that, "after implantation, the patient experienced decreased range of motion in his right hip. As a result, pt experienced pain and discomfort in his hip."

Manufacturer narrative:
No additional information is available at this time. The devices are not available at the time of the per due to the ongoing litigation.